Event description:
The facility representative reported an ipump with a condition of "will not calibrate". This condition occurred during preventive maintenance in the biomed service department. This condition has the potential to cause an interruption of delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump device evaluation: the reported condition of an upstream occlusion sensor that would not calibrate involving an ipump was confirmed and reproduced during device evaluation. The assignable cause was determined to be a defective micro-processor unit (mpu) board potentiometer. The mpu board was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.